Event description:
Boston scientific received information that, during a recent follow-up, this cardiac resynchronization therapy defibrillator (crt-d) was interrogated. Upon interrogation, it was observed the pacing impedance measurements for both the right ventricle (rv) and left ventricle (lv) were 1,500 ohms, and the pacing thresholds of both the rv and lv were 3 volts. The physician was not satisfied with these values. A connection issue was suspected, so a revision procedure was performed. Once the leads were disconnected and reconnected all parameters were within a range the physician saw as acceptable. It was also noted this crt-d was implanted subpectorally. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available this report will be updated.